Manufacturer narrative:
Date of event: month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump for an unknown indication for use. It was reported a motor stall occurred and was active. The stopped pump period may exceed tube set message also occurred. The event date was (B)(6) 2019, as the representative stated the issue had happened "over the last few days" prior to (B)(6) 2019. It was unknown if the patient recently had an MRI. It was stated there were no electromagnetic interference (emi) or magnetic sources present. Technical services reviewed telemetry state, re-interrogation of the pump with logs, pump replacement, programming to minimum rate, covering the patient with non-pump medication, periodically interrogating the pump for stall recovery, and returning the pump to medtronic if explanted/replaced. Troubleshooting was not possible due to lack of access to the product. There were no mentioned symptoms. Further complications were not reported. Additional information was received. It was reported the patient did not undergo an MRI on the date the stall occurred and the stall did not recover upon interrogation. The patient experienced morphine withdrawal symptoms. The pump and catheter were replaced and the event resolved. The pump was initially implanted on (B)(6) 2012.